Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 80% stenosed, target lesion was located in a moderately tortuous carotid artery. A 3mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. However, during inflation, the pressure did not increase. The device was removed from the patient's body and it was found that the balloon ruptured. The procedure was completed with another of the same device. No patient complications nor injuries reported.